Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that prior to use foreign matter was discovered on the shield with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea tube has black fm on the shield.